Manufacturer narrative:
Clinical investigation: a temporal relationship exists between the continuous cyclic peritoneal dialysis (ccpd) therapy utilizing the liberty select cycler, and the patient¿s adverse event of shortness of breath (sob) which warranted hospitalization. The etiology of the sob is unknown, therefore causality cannot be established. However, based on the information available there is no documentation or indication the liberty select cycler caused or contributed to a serious adverse patient event. Additionally, there is no allegation or evidence of a machine malfunction or of the machine failing to perform as expected in relation to the event. The patient continues to utilize the same liberty select cycler, implying no fresenius product or device involvement. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility rehabilitation nurse called into technical support for help in cancelling the patient's peritoneal dialysis (pd) therapy as the ambulance needed to take the patient. The rehabilitation nurse stated that the event was not cycler related. At that point in time the technical support representative assisted the nurse in cancelling the patient's treatment. Upon follow up, the peritoneal dialysis nurse (pdrn) stated that the patient was hospitalized from (B)(6) 2018 for shortness of breath. The pdrn reported that the patient has since recovered and pd therapy continued. Additional information was requested, however was not available.

Manufacturer narrative:
No parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.